Event description:
Customer reported experiencing multiple high blood glucose events daily over the past two weeks. Specific blood glucose levels were not provided, but the levels were described as "high." Cause was not known. Customer performed correction injections using multiple daily injections to resolve the high blood glucose. There was no reported assistance required from any third party, and the control iq feature was active during all events. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.